Event description:
It is a catheter malfunction. When it was connected to the cable, there was no impedance displayed. The catheter was removed and a new catheter was inserted. The new catheter worked fine with impedence display. The procedure was completed smoothly, and no injury to the patient.